Event description:
It was reported that during a laparoscopic hernia procedure, the jaw fell off inside the patient and was removed using another instrument. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper (top) jaw broken from the instrument. Under microscope it was noted that the retention pin area was damaged. The top jaw was broken off the instrument because the retention pin was not welded correctly to the lower jaw. Due to the top jaw being detached, functional testing could not be fully performed. No conclusion could be reached why the jaw retention pin was in this condition.